Event description:
The patient's mother reported that the patient experienced their first 45-minute seizure cluster. She believes this was caused by the vns despite the neurologist in the emergency room stating the vns was working fine. No other relevant information has been received to date.